Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the very end of the rod holder¿s distal tip where the rod interfaces had become fractured. Device was then sent for fracture analysis. The fracture analysis report reveals a static overloading failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the rod holder¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis reveals a static overloading failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon attempted to reconnect the rod onto a new rod holder (one had previously broken) and push the rod up the spine while leveraging down onto the rod holder to raise the tip of the rod. The rod holder snapped again. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.